Event description:
The customer stated that the cell-dyn emerald analyzer generated higher than expected plt results from one patient sample. The patient is expected to have plt levels of around 7 k per ul due to the patient clinical condition. The patient sample generated a result of 3 at a reference lab and a result of 7 with a message saying (unable to interpret) generated at the customer lab. The customer then retested the sample with results of 30 and 48 with the interpretation of (thrombopenia). No impact to patient management was reported. The customer indicated that plt quality controls were all in range on the date this patient sample was tested.

Manufacturer narrative:
Product evaluation was conducted in order to investigate this issue. The data showed the results for wbc parameters, rbc, hgb, hct, mcv, and mchc were consistent and stable on all runs. Unlike the plt parameters, which were not affected by the stabilization of the anticoagulant with the post drawn blood. The plt results were gradually rising from the initial run which indicated that the sample was still stabilizing between the draw time and initial runs which may have been below 20 minutes. This pre-analytical factor could not be eliminated. Datalog review did not find any issue. The quality control was within assay ranges and proficiency testing passed after troubleshooting of the instrument. The cd emerald system operators manual provides adequate information related to specimen stability when mixed with an anti-coagulant on post draw. Based on the investigation results, which also included review of product historical data and product labeling, no product deficiency was identified to be related to the malfunction reported by the customer.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.